Event description:
A report was received stating a ventilator experienced a loss of communication during use with a patient. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient reported. There was no report of serious injury or death as a result of the event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing and operates within the manufacturing specifications.